Event description:
It was reported by repair work order that the motor functions were inoperable due to the bed lock out function being left on. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.